Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as the device was reportedly discarded. If additional information is obtained, a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (husband) reported that the customer's freestyle libre sensor was "missing" its filament after inserting onto arm. As customer's glucose could not be monitored, customer subsequently lost consciousness and was taken to the hospital. Customer was provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.